Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor cannula was missing. The customer¿s blood glucose level was 200 mg/dl. The customer reported that they had received that lost sensor alarm. The customer reported that introducer needle was hard to remove. The customer reported that the sensor was not intact and it was fractured while in the body. The customer reported that the sensor was no longer in the body. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor broken. Missing broken part.